Event description:
The patient is experienced a tingling and shocking sensation when she raises her arm up and down. The patient has dystonia and was unable to communicate verbally. Follow-up information indicated the patient's device was interrogated and impedances were within normal range when in a rest position. When she moved her arms up and down she did not feel a shocking sensation and impedance measurements were again normal. The patient was going to follow-up with her healthcare professional in 6 weeks. See manufacturer report #3004209178-2010-06891.

Manufacturer narrative:
(B)(4).